Manufacturer narrative:
Correction: the initial MDR submitted on may 03, 2024 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.

Event description:
Per the clinic, the patient was placed under general anesthesia for an explant surgery due to no auditory response and facial nerve stimulation (specific date not reported).

Manufacturer narrative:
This report is submitted on may 03, 2024.